Manufacturer narrative:
(B)(4). One lf1537 ligasure device was received for evaluation. Visual inspection found the blade was extended at the distal end of the jaw. The knife would not move when the trigger was retracted and released. The device was disassembled and engineering found that the laser weld was broken. The knife weld breaking caused the knife to no longer be attached to the trigger assembly which then caused the knife to not respond to the trigger activation. The design has been changed to increase the weld strength specification for the blade rod assembly. This device was manufactured prior to this change. No trend has been identified for this failure mode.

Event description:
The customer reported that during a laparoscopic cystectomy case the blade of the device became stuck at the end of the device and would no longer retract or respond to the trigger. There was no adverse effect to the patient. There was no tissue loss or damage, no extension in incision, no additional blood loss, and no extension in surgery time. Nothing fell into the patient's cavity. Upon receipt for investigation, the blade was in the extended position with the jaws open.